Event description:
Treatment of an aneurysm measuring approximately 4.3mm x 5.6mm located in the right a-comm (anterior communicating artery). During the preparation of the first coil, it was reported that the implant coil prematurely detached as it was placed in saline tray for hydration. No injury was reported with the patient.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil, but it was already detached. The evaluation could not determine the cause of the event; however, the twr (tack weld replacement) crimp was found loose indicating that release mechanism was actuated which caused the coil to detach.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).